Event description:
The reporter contacted animas on (B)(6) 2012 alleging the up arrow and down arrow keypad buttons were intermittently unresponsive and required several presses to evoke a response. The reporter also alleged that the display screen is delayed in changing from one screen to the next with button pushes. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction and resultant screen change delay was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 01/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all the keypad buttons were intermittently unresponsive. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.